Manufacturer narrative:
After further evaluation, the initial emdr was created and submitted in error. Suspect medical device 02p36-35 architect hiv ag/ab combo is not a screening assay in the united states and therefore not reportable. No impact to patient management was reported. Based upon this review, this complaint is no longer a reportable event and no further follow up will be provided.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported false reactive architect (B)(6) ag/ab combo assay results for a (B)(6) year old male, who is currently taking the medication truvada. The patient does not describe any risk factors and tested negative for (B)(6) in (B)(6) 2019. The customer provided that on (B)(6) 2020 results for this patient were reactive with architect and via an alternate method. On (B)(6) 2020 sid (B)(6): initial = 38.30 s/co, repeats 58.45, 60.40 s/co. On (B)(6) 2020 the sample was tested on another method, geenius: initial testing result was (B)(6) indeterminate and (B)(6) nonreactive (gp41 present only). Repeat testing results were (B)(6) reactive and (B)(6) nonreactive (gp41 & gp160 present). On (B)(6) 2020 sid (B)(6) results = 0.22, 0.25, & 0.21 s/co. On (B)(6) 2020 (B)(6) initial = 0.22 s/co, repeats = 0.25, 0.21 s/co and sid (B)(6) initial = 54.68, repeat = 52.46 s/co. Architect (B)(6) ag/ab combo assay interpretation range: <1.00 s/co = nonreactive; => 1.00 s/co = reactive. There was no impact to patient management reported